Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: investigation summary according to the information received the patient underwent the open reduction internal fixation surgery for the proximal humerus fracture using the drill bit in question. During the distal drill, the drill bit interfered with the nail. Therefore, the drill was removed once, and the diameter was gradually increased to 1.8 mm to 2.0 mm to 2.4 mm to 2.8 mm using a k-wire, and finally the 3.2 mm drill could drill. The surgery was completed successfully within 30 minutes delay. The surgeon commented that during the operation the insertion handle was removed from the nail once for image manipulation and confirmation, and that the nail may have been tight against the medullary cavity, and they might cause this event. When the intramedullary nail was assembled, a check was performed both proximally and distally, without any interference. No further information is available. The products were returned to depuy synthes for evaluation. Depuy synthes then conducted visual inspection, dimensional inspection and document specification review of the returned device. Visual analysis of the returned devices revealed that the cutting edges are slightly blunt. Moreover there are slightly traces of use, such as scratches, visible on the entire surface. No other visual damage could be observed. The dimensional tests and the document specification reviews have shown that the device was manufactured according to specification. Furthermore the correct material was used and the hardness was within the specification. It should be noted that product failure is multifactorial. Although no final conclusion could be reached, a manufacturing related issue can be excluded based on the investigation outcome.furthermore, it was not possible to confirm the reported condition as only the drill bits were sent for investigation back. Hence this complaint will be rated as unconfirmed. As reported the surgeon "the surgeon commented that during the operation the insertion handle was removed from the nail once for image manipulation and confirmation, and that the nail may have been tight against the medullary cavity, and they might cause this event ", thus it's likely that both devices encountered a handling issue during surgery. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device history lot part: 03.010.060 lot: l810576 manufacturing site: bettlach release to warehouse date: july 16, 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. This non-conformance is not relevant to the complaint condition because, nr-0096412 the faulty parts were removed from the lot (destroyed). Part: 03.010.060 lot: 9641946 manufacturing site: bettlach release to warehouse date: oct. 14, 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the proximal humerus fracture using the drill bit in question. During the distal drill, the drill bit interfered with the nail. Therefore, the drill was removed once, and the diameter was gradually increased to 1.8 mm to 2.0 mm to 2.4 mm to 2.8 mm using a k-wire, and finally the 3.2 mm drill could drill. The surgery was completed successfully with a thirty (30) minute delay. The surgeon commented that during the operation the insertion handle was removed from the nail once for image manipulation and confirmation, and that the nail may have been tight against the medullary cavity, and they might cause this event. When the intramedullary nail was assembled, a check was performed both proximally and distally, without any interference. No further information is available. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity# 1), unknown k-wire (part # unknown, lot # unknown, quantity 1). This report is for one (1) 3.2mm three-fluted drill bit qc/330mm/100mm calibration. This is report 1 of 1 for (B)(4).